Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned symptomatic urinary tract infection and catheter blockage when asked about the complications faced while using the foley catheter. No medical intervention reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿lumen wall thickness undersized". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the lubri-sil foley catheters ifus are found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. .

Event description:
It was reported that the survey respondent mentioned symptomatic urinary tract infection and catheter blockage when asked about the complications faced while using the foley catheter. No medical intervention reported.